Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited varying charge times. The patient was non-compliant and did not seek follow up until the device was at end of life (eol) and was admitted to the hospital for ventricular fibrillation.